Event description:
Reporter alleged blood glucose device measured 54, 48, 124, & 165 mg/dl when all tests were performed back to back within 10 minutes. Customer stated taking normal dose of insulin and ate as a result of feeling dizzy. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.